Manufacturer narrative:
Result of investigation: failure analysis received pcba vela main, cf part number 53420 serial (B)(6) visually inspected there is no visible defects, damage or contamination. The component was installed in known good vela host base unit. Unit showed vent inop (ventilator inoperable) upon start up and event log showed transducer fault occurred. Performed transducer calibration. Exhl press xdcr (pt 801) exhalation pressure transducer failed. Turbine diff press xdcr (pt 800) turbine differential pressure transducer and exhl diff press (exhl flow) xdcr (pt 802) exhalation differential pressure transducer successfully calibrated. Failure analysis was able to confirmed and duplicated the reported issue. This is isolate to faulty sensor, diff pres, miniture, 2.5 psi part number: 68354. A known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire technical support ask to ran the ventilator for 30 minutes but did not shut off not showed vent inop (ventilator inoperable). Performed battery test and passed per vela service manual. However found that the vte (end tidal volume) running below specifications. Vyaire field service went onsite to calibrate the transducer but the turbine transducer failed calibration. Main board need to be replaced. As a resolution, the main board was replaced. Performed ovp (operators verification procedure) and passed all test per vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient alarmed error-vent inop-on patient-stopped ventilating. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.